Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield triad skull clamp (a1108) was not returned after three good faith effort (gfe) attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has not been provided; therefore, device history record (DHR) cannot be reviewed. As a result, the definite root cause cannot be determined. Additionally, this unit is beyond integra¿s 10-year service lifecycle and cannot be repaired. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield triad skull clamp (a1108) was used in a case, and the pins slipped or migrated after adjusting it multiple times on the patient. They believe the patient was in the prone position when this occurred. No information on injury or surgical delay has been provided. Additional information has been requested.